Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: lasso. Other companies devices that used in this study: 6-f catheter, two 8.0-f sl0 sheaths, agilis nxt steerable sheath. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that a total of 117 consecutive af patients underwent af catheter ablation for the first time, were enrolled in this study between january 2013 and october 2016. No periprocedural symptomatic cerebrovascular accidents occurred. Postprocedural c-MRI showed positive findings for single silent cerebral thromboembolic lesion was present in 24 patients. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿incidence and predictors of silent cerebral thromboembolic lesions after catheter ablation for atrial fibrillation in patients treated with direct oral anticoagulants¿ the purpose of this study was to evaluate the incidence and predictors of scls after af ablation with cerebral magnetic resonance imaging (c-MRI) in patients treated with doacs. Suspect device is a 3.5-mm tip-irrigated navistar thermocool catheter, however catalog and lot number is unknown.